Event description:
Facility alleges blood leak during dialysis. Rn reports blood leak alarm sounded as blood entered dialyzer. Blood visible in drain lines. 21st use. Treatment discontinued. Estimated blood loss 200cc. No further problem reported.